Event description:
Note: this report pertains to the second of two complaints that occurred during the same procedure. Refer to manufacture report # 3005099803-2010-04012 for the associated device report. It was reported to boston scientific corporation on (B)(6) 2010 that two resolution clip devices were used to treat an ulcer in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2010. According to the complainant, during the egd procedure, the resolution clip was advanced down the endoscope and positioned within the duodenum to treat an ulcer. The nurse grasped tissue with the clip at the hemostasis site and locked the clip closed; however, the clip failed to release from the catheter. During manipulation of the catheter in an attempt to disengage the clip, the clip released from both the catheter and tissue. The closed clip fell into the duodenum. This same issue was encountered with a total of two resolution clips during the procedure. The physician did not attempt to retrieve the clips and decided to let them pass naturally. It was reported that the endoscope was not in a retroflex position during the procedure. The physician noted that the tissue at the clipping site was fibrotic and may have contributed to the difficulty clipping. The delay in procedure was estimated to be 15 minutes and this delay did exacerbate the bleed. The patient was sent to surgery to treat the bleed. The complainant reported that the surgical treatment required an incision and was a resection of the ulcered area. The surgery was successfully completed without complications and the patient is currently stable.

Manufacturer narrative:
(B)(4) - no code available (surgical intervention required)the complainant indicated the the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.